Event description:
An endurant limb was implanted during the endovascular treatment of a 40.7mm abdominal aortic  aneurysm. It was noted that about 20 years ago, the aneurysm was replaced with a y graft (up to the common iliac artery).   It was reported that during the evar procedure, the right internal iliac aneurysm was embolized, when introducing the delivery system of the endurant limb, it appeared to have got caught on something and  it could not be positioned at the peripheral region of about 5 mm from the target site. As the overlap was sufficient for both the proximal and peripheral regions, the stent was deployed in this area  without issues. It was reported that there were difficulties encountered upon removal of the delivery system . An attempt was made to retract the trigger, but it did not operate as it seemed caught in the tapered tip. The delivery system was rotated and tension was applied up and down, but this did not work. At that time, the stiff wire came off and could not be inserted below the flexible part of the tip. Removal of the delivery system was attempted again, but the  tip of the delivery system broke and complet ely  detached  from the inner member.  An attempt was made to remove the detached tip using a snare; however, the tip could not be removed and was left in the patient's body. When imaging was performed at the proximal region, the left common iliac artery  was imaged, but the right common iliac artery, where the tip remained, was not imaged because of cto (chronic total occlusion) , so fem-fem bypass was performed. The detached tip could not be removed with intravascular treatment, so it was left in the patient. Per the physician the cause of the event cannot be determined. No additional sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the delivery system returned with the external slider in the home position. Numerous kinks were observed along the graft cover. A section of the spiral tubing and the taper tip had detached. Slight separation was evident to the spirals immediately proximal to the break site. The tubing was jagged and uneven at the break site. The reported removal difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis the reported tip detachment was confirmed on the film provided; however, the cause of the event could not be fully determined. The difficult to positioning and inaccurate delivery of the stent graft could not be confirmed. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing tracking of the delivery system in the vessel, stent deployment , removal attempts and the exact moment of the tip detachment and tip retrieval attempts were not available for review. It is possible that anatomical factors, such as vessel tortuosity may have been a contributory factor to the reported events. Photo analysis one (1) photo was provided by the account capturing the taper tip detachment. A jagged and uneven break is visible to the spiral tubing. The reported detachment was confirmed through review of the image provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.